Event description:
Customer contacted beckman coulter inc. (Bci) regarding elevated accutni results generated by the access 2 immunoassay system. Customer tested a patient serum sample for accutni and obtained results of 0.68 and 0.69ng/ml. A plasma sample from this patient gave results of 26.92ng/ml and 26.12ng/ml and when tested on another instrument, it gave a result of 0.81ng/ml. Another serum sample was then obtained from this patient which gave an initial accutni result of 20.05ng/ml and upon repeat on a different instrument, gave results of 0.68 and 0.71ng/ml.

Manufacturer narrative:
Samples were collected in plastic bd lihep and serum tubes with gel separators and centrifuged at room temperature for ten minutes at 3000 rpm in a swinging bucket centrifuge. Per update received in 2009, customer product line support (cpls) testing indicates that there is not significant evidence to confirm an interferent in the patient's sample. Qc is run once per day and was in established ranges prior to and after the event. A system check run one month prior, passed within instrument specifications. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.